Manufacturer narrative:
The device was not returned for analysis; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported that this pacemaker had a lead safety switch due to low out of range impedance measurements below 200 ohms in the right ventricular channel. In addition, myopotential noise and pacing not delivered for less than one second was noted. Technical services (ts) was consulted and recommended evaluation and reprogramming options, ts noted that ever since implant, this lead presented low impedances. The lead safety switch was turned off. This pacemaker remains in service. No adverse patient effects were reported.